Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the caller stated that when they went to use their patient programmer they felt a shocking sensation in their cheek/face. The caller stated it lasted a few seconds and then went away. The caller stated they were not in an emi environment, just at home as normal. There were no further complications reported.